Event description:
Reporter alleged obtaining a discrepant blood glucose result of 221 mg/dl back to back with a result of 110 mg/dl on the advantage system when testing was performed within 10 minutes. Reporter stated he obtained a 130 mg/dl result about 2 hrs prior to the back to back readings and he took his insulin as normal. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement prod was sent.